Event description:
It was reported that the customer was hospitalized with hypoglycemia. The caller mentioned that the customer had a few episodes recently that involved hospitalization as well as a vehicle accident, and they think the accident may have done something to the insulin pump. The blood glucose reading was 1.8mmol/l. The caller checked the drive support cap and no damage to the drive support cap noted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.